Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation with two 300cc mentor memorygel breast implants, suffered right breast pain, post-procedure. The patient went in for a procedure on (B)(6) 2021, but the right breast implant was diagnosed to be leaking and ruptured. As a result, the patient went back on (B)(6) 2021 for removal surgery, when it was discovered that both implants were actually ruptured. Subsequently, the implants were removed and replacement with non-mentor implants (allergan). This medwatch form is for the left breast prosthesis.